Event description:
It was reported that 1/5 of the patient¿s symptom reduction had only been marginally effective since the patient¿s first lead was placed in 1999. The patient had been unable to perceive stimulation despite two lead placements prior to this implantable neurostimulator being placed and multiple reprogramming sessions. Since 2009, an impedance of <(> <<)>50 ohms had been intermittently noted on electrodes 0 and 1 but had been programmed around. The patient¿s implantable neurostimulator (ins) was replaced due to battery depletion. If additional information becomes available a supplement report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2011, product type: extension. Product ID: 3080, lot# l69328, implanted: (B)(6) 1999, product type: lead. Product ID: 3031, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).